Manufacturer narrative:
MDR / initial 1 of 4. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that minor leakage between the tubing and site connector. There was no harm reported, and the issue was resolved by replacing the infusion set on (B)(6) 2026.